Event description:
The event involved an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/ chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port where the customer reported that the chemotherapy medication (5fu) was leaking from tubing inside the pouch. The patient noted that the saw dried white residue on tubing and bag. They had already powered the pump off and was advised to close the clamps. The chemo spill precautions were discussed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation. However, a device history review should be conducted. Additional contact information: (B)(6).